Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at esophagus resection and gastric tube construction of abdominal manipulation, the surgeon fired the device 8 times. After the anastomosis of the esophagus and gastric tube at thoracic manipulation , at the closure for the insertion of end-to end anastomosis ,the nurse took device in sleep mode; however, the display did not react at all. Pushed every button ,howeverthe status was same. After the procedure, the sales rep pushed every button but the device was still in blackout display. The handle was recharged and still did not react. The display showed battery charge remaining was more than half full. No patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.